Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller successfully followed guidance from technical support to reset the pump, which resolved the issue, and they were able to start their sensor session without further error.